Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to treat a pre-dilated lesion with a 2.50 x 24 mm taxus liberte. The lesion was pre-dilated with an unk balloon. During advancement of the stent delivery system, the physician noticed the stent was "deformed". Upon removal from the pt, it was noted there was damage to the stent struts. The procedure was completed with another of the same device. There were no reported pt complications. The pt's status is listed as "no problem".